Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the external threaded attachment hub of a clearlink system solution set was broken. This was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, d10, h6 (update codes), h11. B5: the event was observed when disconnecting the propofol line. The line was not sticky, tight or difficult to remove and had unthreaded easily. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.